Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem defective) has been confirmed. Upon eval, the 8-bit cmos flash microcontroller component u13 and the 10mhz smd crystal component y1 were defective. The cause of the defective charger/modem are defective components u13 and y1. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger/modem.

Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report a 'charger problem' messages. The pt was provided with a replacement charger/modem.